Event description:
The customer tested her blood glucose using her contour meter and received a reading of 233 mg/dl. She retested using another meter and received a reading of 63 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the high reading, so no product will be returned.